Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during intraocular lens (iol) implantation procedure, stating that lens would not advance, as it was stuck. The initial procedure was completed on the same day. Additional information has been received, stating that in the surgeon¿s opinion, cartridge caused or contributed to the event. There was patient contact however, no patient harm was reported.